Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture and balloon fragmentation occurred. The patient presented for a revision of a previous left thigh av graft as well as a resection of a left common femoral artery pseudoaneurysm. The thigh graft was accessed with a 6f sheath and a fistulogram was performed of the arterial inflow. The pseudoaneurysm was marked and this 7mmx4cm ut diamond balloon catheter was used across the common femoral artery anastomosis. During inflation of the catheter, the balloon ruptured. No inspection of the balloon was done upon removal of the balloon catheter from the patient. The pseudoaneurysm was cut down and isolated. The pseudoaneurysm was completely resected, the mid-common femoral was bypassed, and a revision of the left av graft was done with a 6mm ptfe graft. End result was a nice anastomosis. There was a good thrill in the graft with a little bit of pulsatility. The patient had good left dorsalis pedis palpable pulse as well. The procedure was concluded. The patient went to the recovery room in stable condition. The patient began having complications. Another physician performed surgery the next day on the previously treated segment and found a piece of the balloon. Surgery resolved the complications. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).